Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an ablation study where the target tumor was a renal carcinoma in the left lung, pooled blood was noted in the pleura when the doctor opened the patient for surgery. There was no active bleeding. Blood loss was 300 cc, treated with intraoperative aspiration. No blood products were required.